Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient reported they had a hip replacement surgery and an x-ray and the device was not turned off and it has been "messed up" since then. They did not know what "messed up" meant. It was noted that the surgery occurred sometime in (B)(6) 2016. There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.